Event description:
A report was received that alleges that the tracheostomy tube cuff became damaged after an unknown amount of time in use and the patient required emergent tracheostomy tube exchange. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.